Event description:
It was reported that right ventricular (rv) lead was not successfully implanted due to patient experienced pericardial effusion and tamponade. Patient undergo sternotomy to stop bleeding from perforated coronary sinus. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.